Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had 3 resolute integrity drug-eluting stents implanted, 2 in the lad and 1 in the lm-lad. The following day the cec adjudicated that a suspected mi occurred which was related to the lad.